Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had a high blood glucose level of 415 mg/dl. The customer states the insulin pump turned off, then alarmed when turned on. The customer was advised the alarm occurred due to a loose battery cap. Troubleshooting for the high blood glucose was offered but declined by customer.